Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. A commanded shock was performed and the patient was successfully defibrillated. Furter evaluation of the patient was decided, and a system replaced is being considered. This device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. A commanded shock was performed and the patient was successfully defibrillated. Further evaluation of the patient was decided, and a system replaced is being considered. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of memory noted no suspicious notices or resets. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements, noise and oversensing on the right ventricular channel. A commanded shock was performed and the patient was successfully defibrillated. Furter evaluation of the patient was decided, and a system replaced is being considered. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.